Manufacturer narrative:
Device evaluated by MFR: promus elite us mr 28 x 2.25mm stent delivery system (sds) was returned for analysis. A visual examination of the stent found stent damage. Stent struts on the proximal end were bunched distally and stent struts on the distal end were lifted from the crimped profile. The undamaged stent outer diameter was measured using snap gauge and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. A visual and tactile examination of the hypotube shaft found multiple kinks. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found inner lumen damage 195 mm distal to the port bond, due to this damage a test 0.014" guidewire was unable to be loaded into the device.

Event description:
It was reported that stent damage occurred. The target lesion was located in the non-tortuous and moderately calcified distal left anterior descending artery (lad). A 28 x 2.25mm promus elite mr drug-eluting stent was advanced for treatment but the device would not advanced past the proximal lad. After withdrawal, it was noted that the stent was damaged from either calcium in proximal artery or tip of the guide catheter. Pre-dilatation was performed with a 2.25x15mm nc non-boston scientific balloon and a new 28 x 2.25mm promus elite mr drug-eluting stent was advanced and completed the procedure. No patient complications were reported.

Event description:
It was reported that stent damage occurred. The target lesion was located in the non-tortuous and moderately calcified distal left anterior descending artery (lad). A 28 x 2.25mm promus elite mr drug-eluting stent was advanced for treatment but the device would not advanced past the proximal lad. After withdrawal, it was noted that the stent was damaged from either calcium in proximal artery or tip of the guide catheter. Pre-dilatation was performed with a 2.25x15mm nc non-boston scientific balloon and a new 28 x 2.25mm promus elite mr drug-eluting stent was advanced and completed the procedure. No patient complications were reported.